Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported via mw5178956: diagnosed with toxic cobalt metallosis mostly likely resulting from a stryker lfit v40 femoral hip replacement in 2015. Cobalt level was 7.4ug/l vs a .1 to .8 suggested safe range. Many side effects which could also include the reason for my chronic kidney disease. Also had x-ray, MRI, and CT scans. Previous cobalt plasma test was 638ug/l 2 weeks prior.